Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (exploratory laparotomy, total abdominal hysterectomy, right salpingo-oophorectomy). At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2017 patient underwent an exploratory laparotomy, total abdominal hysterectomy, right salpingo-oophorectomy, removal of the distal end of the tube on the left side, along with partial removal of the essure device. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain"), pelvic abscess ("pelvic peritoneal abscess") and intra-abdominal fluid collection ("fuid build up in abdominal cavity") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included c-section (infection with c-section), gravida ii, parity 2 (date of delivery: (B)(6) 2007, (B)(6) 2011), gallbladder operation in 2011, abdominal adhesions on (B)(6) 2016, pelvic abscess drainage and blurry vision. *on (B)(6) 2016, the lung bases are clear. The gallbladder is absent. Liver spleen, pancreas, adrenal glands and kidneys appear unremarkable. There is distal tapering of aorta. The bladder is mildly distended. The uterus remains in situ. There is rinenhansing 1.4cm probable invluting left ovarian cyst. There is a large amount or free fluid within abdominal wall scarring. So suspicious distention of the unpacified bowel is present. No acute abseous abnormalities present. On (B)(6) 2017, the heart silhouette and mediastinum are unremarkable. The lungs are clear with no evidence of acute parenchymal disease. The bone structures show no significant abnormality. On (B)(6) 2017, she had a CT of the head upon admission that showed no evidence of any intracranial abnormality. MRI of the brain showed no evidence of any stroke changes in the periventricular area and deep white matter consistent with possible demyelinating plaques seen in patient with vasculitis or patient with migraine. Pulse rate: 85 to 100 (units unspecified). Previously administered products included for birth control: iud from 2006 to (B)(6) 2011. Concurrent conditions included hypertension (she was found to have systolic in the 170s and 160s upon admission.), iron deficiency, constipation, memory impairment since 2006, pelvic adhesions (extreme adhesions all over the abdomen) since (B)(6) 2016, peritoneal cyst, adenomyosis, leiomyoma nos (intramural (1. 4 cm)), cervicitis, uterine adhesions (anterior uterine serosal surface adesions), hemiplegic migraine, nausea, hemiparesis (right) (muscle strength of 4/5 proximally in the right upper and right lower tremity, 3/5 distally in the right upper and right lower extremity. Currently 1 her muscle strength 4/5 proximally and distally with no evidence of any cranial nerve deficits.), headache (4 to 5/10 and right-sided weakness has improved), body mass index normal, dysuria, depression, right lower quadrant pain and ovarian cyst. Concomitant products included () for birth control, verapamil since 2017 for hypertension and hemiplegic migraine as well as butalbital;caffeine;paracetamol (fioricet) from 2012 to 2016, docusate sodium (doc-q-lace) since 2017, enalapril since 2017, ferrous sulfate (ferrous sulphate) since 2017, ibuprofen from 2007 to 2011, ibuprofen since 2017, methocarbamol since 2017, metoprolol since 2017, naproxen sodium (aleve caplet) from 2007 to 2011, naproxen since 2017, paracetamol (tylenol) from 2007 to 2011, topiramate since 2017 and tramadol from 2016 to 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"). In 2012, the patient experienced headache ("headaches"). In 2015, the patient experienced migraine ("migraines / headache"). In (B)(6) 2015, the patient experienced intra-abdominal fluid collection (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced pelvic abscess (seriousness criterion medically significant), 4 years 6 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("right lower quadrant abdominal pain (severe, daily)") and hemiplegic migraine ("hemiplegic migraine"). The patient was treated with surgery (exploratory laparotomy, total abdominal hysterectomy, right salpingo-oophorectomy and on (B)(6) 2016; she underwent pelvic peritoneal abscess drainage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic abscess, intra-abdominal fluid collection, abdominal pain, vaginal haemorrhage, menorrhagia, migraine, abdominal pain lower and headache outcome was unknown. The reporter provided no causality assessment for hemiplegic migraine with essure. The reporter considered abdominal pain, abdominal pain lower, headache, intra-abdominal fluid collection, menorrhagia, migraine, pelvic abscess, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2017 patient underwent an exploratory laparotomy, total abdominal hysterectomy, right salpingo-oophorectomy, removal of the distal end of the tube on the left side, along with partial removal of the essure device. Current weight : 137ibs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Blood pressure measurement - on (B)(6) 2017: results: 121/77 mmhg. Body temperature - on (B)(6) 2017: results: 99.8. Computerised tomogram abdomen - on (B)(6) 2016: there are bilateral essure scents. Lung bases are clear. The gallbladder is absent. Liver, spleen, pancreas, adrenal glands and kidneys appear unremarkable. There is distal tapering of the aorta. The bladder is mildly distended.. Respiratory rate (breaths/min) - on (B)(6) 2017: 18 breaths/min. ¿concerning the injuries reported in this case, the following ones were reported via medical record: pelvic abscess and hemiplegic migraine, pelvic pain, abdominal pain." Most recent follow-up information incorporated above includes: on 16-nov-2018: plaintiff fact sheet received: reporters added. Medical history were added. Event headache was added. Event onset date were updated. Auto-narrative supplement updated. Lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), pelvic abscess ("pelvic peritoneal abscess") and intra-abdominal fluid collection ("fuid build up in abdominal cavity") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's past medical history included c-section (infection with c-section), gravida ii, parity 2 (date of delivery: (B)(6) 2007, (B)(6) 2011), gallbladder operation in 2011, abdominal adhesions on (B)(6) 2016, pelvic abscess drainage and blurry vision. Previously administered products included for birth control: iud from 2006 to 2011. Concurrent conditions included hypertension (she was found to have systolic in the 170s and 160s upon admission.), iron deficiency, constipation, adverse event nos since 2006, pelvic adhesions (extreme adhesions all over the abdomen) since (B)(6) 2016, peritoneal cyst, adenomyosis, leiomyoma (intramural (1. 4 cm)), cervicitis, uterine adhesions (anterior uterine serosal surface adesions), hemiplegic migraine, nausea, hemiparesis (muscle strength of 4/5 proximally in the right upper and right lower tremity, 3/5 distally in the right upper and right lower extremity. Currently 1 her muscle strength 4/5 proximally and distally with no evidence of any cranial nerve deficits.) And headache (4 to 5/10 and right-sided weakness has improved). Concomitant products included contraceptives nos for birth control, verapamil since 2017 for hypertension and hemiplegic migraine as well as axotal (fioricet) from 2012 to 2016, docusate sodium (doc-q-lace) since 2017, enalapril since 2017, ferrous sulfate (ferrous sulphate) since 2017, ibuprofen (advil) from 2007 to 2011, ibuprofen since 2017, methocarbamol since 2017, metoprolol since 2017, naproxen sodium (aleve caplet) from 2007 to 2011, naproxen since 2017, paracetamol (tylenol) from 2007 to 2011, topiramate since 2017 and tramadol from 2016 to 2017. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 4 years 6 months after insertion of essure, the patient experienced pelvic abscess (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal fluid collection (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), migraine ("migraines / headache"), abdominal pain lower ("right lower quadrant abdominal pain (severe, daily)") and hemiplegic migraine ("hemiplegic migraine"). The patient was treated with surgery (exploratory laparotomy, total abdominal hysterectomy, right salpingo-oophorectomy), surgery (on (B)(6) 2016; she underwent pelvic peritoneal abscess drainage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic abscess, intra-abdominal fluid collection, abdominal pain, vaginal haemorrhage, menorrhagia, migraine and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for hemiplegic migraine with essure. The reporter considered abdominal pain, abdominal pain lower, intra-abdominal fluid collection, menorrhagia, migraine, pelvic abscess, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2017 patient underwent an exploratory laparotomy, total abdominal hysterectomy, right salpingo-oophorectomy, removal of the distal end of the tube on the left side, along with partial removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Blood pressure measurement - on (B)(6) 2017: 121/77 mmhg body temperature - on (B)(6) 2017: 99.8 respiratory rate - on (B)(6) 2017: 18 breaths/min on (B)(6) 2016, the lung bases are clear. The gallbladder is absent. Liver spleen, pancreas, adrenal glands and kidneys appear unremarkable. There is distal tapering of aorta. The bladder is mildly distended. The uterus remains in situ. There are bilateral essure stents. There is rinenhansing 1.4cm probable invluting left ovarian cyst. There is a large amount or free fluid within abdominal wall scarring. So suspicious distention of the unpacified bowel is present. No acute abseous abnormalities present. Comparision: (B)(6) 2016 and (B)(6) 2015: CT abdomen sowed the lung bases are clear. The gallbladder is absent. Liver, spleen, pancreas, adrenal glands and kidneys appear unremarkable. There is distal tapering of the aorta. The bladder is mildly distended. On (B)(6) 2017, the heart silhouette and mediastinum are unremarkable. The lungs are clear with no evidence of acute parenchymal disease. The bone structures show no significant abnormality. On (B)(6) 2017, she had a CT of the head upon admission that showed no evidence of any intracranial abnormality. MRI of the brain showed no evidence of any stroke changes in the periventricular area and deep white matter consistent with possible demyelinating plaques seen in patient with vasculitis or patient with migraine. Pulse rate: 85 to 100 (units unspecified). Current weight : (B)(6). ¿concerning the injuries reported in this case, the following ones were reported via medical record: pelvic abscess and hemiplegic migraine; ¿ most recent follow-up information incorporated above includes: on 31-jan-2018: this case is medically confirmed. Reporter information was updated. This case concerns (B)(6) year old patient. Historical condition/medication and concurrent condition were added. Lab data was added. Essure explantation date was added. Events: pelvic peritoneal abscess; fuid build up in abdominal cavity; abnormal bleeding (vaginal,menorrhagia); migraines / headache; right lower quadrant abdominal pain (severe, daily); she did not undergo an essure confirmation test and hemiplegic migraine were added. She had received treatment for abnormal bleeding (vaginal,menorrhagia). She had recovered form right lower quadrant and recovering form migraine. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.